Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of the system revision due to infection. The patient was treated with intravenous antibiotics. No adverse patient effects were reported. The ICD was explanted.